Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient underwent preoperative IV catheter insertion. After connecting the infusion set, leakage occurred at the heparin cap connector. Leakage persisted even after re-tightening the connection.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, the root cause of the leakage at the prn interface after tightening cannot be determined. The plant will continue to track the trend of this issue.